Event description:
It was reported that the patient experienced decreased therapeutic benefit or presented with visible signs and/or symptoms of decreased therapeutic benefit. Patient symptoms included worsening lower extremity hypertonia with frequent spontaneous extensor spasms. The patient's medication was adjusted. A CT scan was performed and was suggestive of catheter subdural migration. The outcome of the event was reported as ongoing. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4).